Event description:
New information received notes that noise events in the three day period were observed between the last device check and day of the lead replacement. The lead could not be removed and was capped and abandoned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing was observed. Oversensing was reproducible with isometrics and arm movements. Lead revision was recommended. No further information available.